Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's glucometer read 500 mg/dl, so the customer treated her blood glucose based on this reading. However, the customer's blood glucose reading was actually 57 mg/dl when checked at the hospital. Nothing further was reported.